Event description:
Customer reported receiving a cartridge alarm with their insulin pump, verified in the pump history, during the loading process. Follow-up actions included loading a second cartridge, which also triggered the alarm, leading to the decision to replace the pump. There was no reported information on the customer's blood glucose level at the time of the event. The customer declined to share details about their backup insulin therapy.